Manufacturer narrative:
Reporter returned one oral-b power precision clean toothbrush head on 25-aug-2016. Product investigation in progress.

Event description:
Broken oral b toothbrush head, it fell off the stem whilst in mouth [device breakage]. No adverse event [no adverse event]. Case description: a female consumer, age unspecified, reported via letter on 25-aug-2016 that an oral-b power oral care refill precision clean fell off the stem while in her mouth. She reported that the small screw fell off while preparing to mail the broken toothbrush head enclosed in the letter. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.

Manufacturer narrative:
On (B)(6) 2016 product investigation results: reporter returned one oral-b power precision clean toothbrush head on (B)(6) 2016. The result of the analysis done with the consumer return showed that an inadequate handling led to the reported issue.

Event description:
Broken oral b toothbrush head, it fell off the stem whilst in mouth [device breakage] no adverse event [no adverse event]. Case description: a female consumer, age unspecified, reported via letter on (B)(6) 2016 that an oral-b power oral care refill precision clean fell off the stem while in her mouth. She reported that the small screw fell off while preparing to mail the broken toothbrush head enclosed in the letter. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.